Manufacturer narrative:
Device was not returned to the manufacturer for eval at the time of this report. If the device is returned to the manufacturer, a follow up medwatch will be submitted once the investigation is completed.

Event description:
It was reported initially that the electric dermatome did not have enough power to perform procedure. Additional info on 09/10/2009; surgeon was not familiar with the product, and first pass produced a deep laceration on the pt's leg. A usable graft was harvested with a second unit by another surgeon familiar with the product.